Event description:
It was reported by the customer that 2 of the bd microlance¿ needle cracked and insulin was coming from the crack. The following information was provided by the initial reporter: the patient reported there was a crack between the plastic and the needle and insulin was coming out of that crack.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 304622 and lot number 210601. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. The retained samples were assembled with a 2ml discard syringe. Liquid was drawn up and no signs of leakage were observed nor were their any signs of hub damage. Based on the investigation results an exact cause could not be determined for this reported incident.

Event description:
It was reported by the customer that 2 of the bd microlance¿ needle cracked and insulin was coming from the crack. The following information was provided by the initial reporter: the patient reported there was a crack between the plastic and the needle and insulin was coming out of that crack.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.